Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s final investigation. The product was not return to olympus for inspection, however, technical assistance (tac) provided remote troubleshooting. The tac advised the customer as per the technical guide it states to disconnect the footswitch. If error clears when esg-400 is power cycled and footswitch is disconnected. The footswitch needs to be replaced. If error persists after the footswitch is disconnected, the esg-400 needs to be sent in for repair. Olympus will continue to monitor field performance for this device.

Event description:
It was reported an error e433 on the subject device was observed. The issue was found during set up / inspection for use. There was no patient involvement on this reported event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.